Event description:
The patient was implanted with paracorporeal bi-ventricular assist devices (pvads) and was transfered at the end of march 2005 for further treatment. The center has requested the manufacturer to evaluate the pump due to thromboembolic events that occurred during the support of this patient. The patient has expired. It was reported the death is considered to be not device related.